Event description:
A falsely elevated troponin I result of 12.5 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was retested on the same instrument and results of 0.02 and 0.00 ng/ml were obtained. The same sample was tested on an alternate methodology and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequence as a result of the falsely depressed troponin I result. Analysis of instrument data indicates tht the most likely cause the falsely elevated troponin I result is sample integrity.